Manufacturer narrative:
Physio-control further evaluated the device, but could not reproduce the reported issue. Proper device operation was observed through functional and performance testing. Physio-control performed some unrelated repairs, and subsequently returned the device to the customer for use.

Event description:
The customer contacted physio-control to report that their device had failed to deliver a defibrillation shock to a patient. There was patient use associated with the reported event however, the patient outcome was not reported.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.